Manufacturer narrative:
The impella rp was received and a failure investigation was conducted. Kinks and general deformation was confirmed and support the reported allegation. A review of the data logs confirmed placement signal reduction. A review of the device history record found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. The loss of position and cannula kinking on itself most likely occurred during the vt storms and defibrillation of the patient, but the definitive cause of the pump losing position and kinking is unknown.

Event description:
The complainant reported a (B)(6) year old caucasian male presenting with right heart failure. An impella rp was inserted without issue. Patient endured 4 sustained vt events, which were alleviated by way of patient's internal defibrillator. During procedure, a kink was discovered in the cannula and was described as "coiled." Due to malformed cannula, surgical intervention was performed to remove the rp to avoid serious injury to patient during explant. A new rp pump was inserted and operated successfully.